Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. Evaluation also revealed that the motor assembly was missing two screws that attach the assembly to the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/07/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2014 with the following findings: evaluation revealed that the display screen was dim and discolored. During testing, the pump emitted no alarms and had no motor noise during the rewind, load and prime sequence. The pump was opened and the motor assembly was found to be missing two screws that attach the motor to the pump. (B)(6).